Event description:
Journal reference: drapier d, peron j, leray e, et al. Emotion recognition impairment and apathy after subthalamic nucleus stimulation in parkinson's disease have separate neural substrates. Neuropsychologia. 2008;46(11):2796-2801. The objective of the study was to test the hypothesis that emotion recognition and apathy share the same functional circuit involving the subthalamic nucleus (stn). A consecutive series of 17 pts with advanced parkinson's disease (pd) was assessed 3 months before and 3 months after stn deep brain stimulation (dbs). Reportable event: there was a significant reduction in recognition percentages for facial expressions of fear and sadness after stn dbs. See mfg report 2182207200805759.